Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (delivers monophasic pulse) has been confirmed. Upon investigation the electrode belt unable to complete an ECG fall-off test. The cause for the failure was isolated to a broken pulse wire from the solder connection. The root cause for the broken pulse wire could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt delivers monophasic pulse.